Event description:
It was reported that 5-6 days following a procedure with the colonring, a major fistula was observed. During the revision, a complete dehiscence was found.

Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi ltd.) And the importer (B)(4), as novogi ltd. Serves as the designated complaints handling unit for both facilities. The device was not rec'd for eval and no info is available regarding its identifications. No further conclusions could be drawn based on the available info. Anastomotic failure is one of the most common complications of colorectal surgeries and is considered to be an anticipated event for anastomotic devices. The current cumulative complication rate found with the use of the colonring falls within the low range of the complication rates reported in the literature for anastomotic devices.